Event description:
It was reported that the right ventricular (rv) lead pacing impedance occasionally shows values below 200 ohms, which is the lower limit for in range impedances. The remote home monitoring alert was first triggered approximately one and a half years later. Review of the remote home monitoring system by technical services found that the clinic is aware of the low impedance and appears to be monitoring the lead. Impedance seems to be chronically low. The rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).